Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s legal guardian reported that the patient¿s blood glucose levels had exceeded 18 mmol/l (324 mg/dl) while wearing the pod on their arm between 1 and 4 hours. It was also mentioned that the pod began beeping shortly after being placed with no message or alarm displayed on the controller. Upon removing the pod, they noticed a smell of insulin and observed that the cannula was bent or kinked. A new pod was successfully activated, and insulin delivery resumed, which helped lower the patient¿s blood glucose levels.